Event description:
It was reported that the first couple of days after implant, everything was fine. The patient indicated that the relief from the spasms while the pump was implanted was "truly amazing." Then the pump site started to swell; an allergic reaction was suspected. The patient stated tht he was allergic to latex and reacted to almost everything. The pump and catheter were removed due to infection. The patient recovered without sequela. The health care professional was investigating what the patient may be reacting to. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer on 2016-dec-07 reported patient no longer has the pump. It was noted patient was unable to keep medication pump as patient reacted both times and wound up getting them both removed. Patient got (B)(6) and "such." For full story, contact information was provided. Patient had the pump for intractable spasticity and post spinal cord injury. Patient was receiving lioresal (baclofen) with an unknown dose and concentration.